Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher vitros intact pth (ipth) results were obtained when non-vitros mas quality control (qc) fluids were processed using vitros ipth reagent lot 1805 when tested on a vitros xt7600 integrated system. Mas omniimmune oim24113a level 3 result of 81.82 pmol/l versus the expected result of 124.49 pmol/l mas omniimmune oim27033 level 3 result of 158.66 pmol/l versus the expected result of 120.565 pmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher vitros ipth results obtained were from non-patient fluids and were not reported outside of the laboratory. Ortho is not aware of any reported allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros intact pth (ipth) results were obtained when non-vitros mas quality control (qc) fluids were processed using vitros ipth reagent lot 1805 when tested on a vitros xt7600 integrated system. A definitive assignable cause for the imprecise vitros ipth results could not be determined. Based on historical quality control results, a vitros ipth lot 1805 reagent issue cannot be completely ruled out as a contributor to the event. Additionally, there are also no indications of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, the customer did not perform an appropriate within run precision test at the time of the event to definitively rule out an instrument issue. Handling and processing of the mas qc samples could not be ruled out as a contributing factor due to inconsistency between the mas omni-immune instructions for use (IFU) and the vitros ipth IFU with regards processing the fluids, although this was not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 1805.